Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified distal left circumflex(lcx) artery. A 32x2.25 promus premier¿ drug-eluting stent was selected for use and advanced but failed to cross the lesion. Upon removing the device, the proximal edge of the stent was damaged. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. The tip od was measured and was within specification. A visual and microscopic examination found that the stent was damaged at its proximal end. The stent struts were bunched together and misaligned. This damage exposed the proximal stent crimp marks on the surface of the balloon indicating that the stent was crimped in the correct location during manufacturing. This type of damage is consistent with the stent meeting resistance during the removal of the device from the patient. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. The midshaft was kinked 2mm distal to the midshaft bond. This type of damage is consistent with excessive force being applied to the delivery system possibly after the procedure when this device was being packaged for return. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified distal left circumflex(lcx) artery. A 32x2.25 promus premier drug-eluting stent was selected for use and advanced but failed to cross the lesion. Upon removing the device, the proximal edge of the stent was damaged. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).